Manufacturer narrative:
The company representative replaced the drive manifold (part number: 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated an "autofill failure" alarm. The customer attempted to refill manually but he was not successful. The pt was switched to another iabp and therapy was continued. No pt injury was reported.